Event description:
Rep reports that the patient had valve implanted in 1992. It was recently noticed that the cam detached from the base plate. Valve was explanted and replaced with a standard housing valve.

Manufacturer narrative:
It was discovered that this device has been lost in transit. Since a lot number has not been provided and the device has not been found. Codman is unable to conduct a proper investigation. If at some point the device does get returned, codman will reopen the complaint to conduct an investigation, and upon completion of the investigation, a follow up report will be filed.